Event description:
A facility reported that the cusa excel 23khz straight handpiece was noted to have cracked housing when setting up the device for a procedure. The patient was already under anesthesia, and there was approximately 30 minutes delay. Another handpiece was used for the procedure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit has confirmed the customer's complaint: the housing has a crack, and the handpiece is over torqued which constitutes customer misuse. Additionally, an onsite review at the customer site was completed by ils-irl, it was observed that the customer was using a cleaning fluid in the ph range 12-14. This is not aligned with the recommended cleaning fluid as defined within the user manual 60903711 rev. F, section 13 disassembling and cleaning handpieces which includes cleaning solution with neutral ph range as validated by integra. Root cause - the root cause is confirmed as overtorquing of the handpiece which is due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in the torque wrench misaligning the dot on the handpiece and the handpiece connector. Possible root cause is under investigation relating to the "ph ¿ detergent issue 12-14 ph level" when neutral ph level is specified in the IFU. At present, we consider this complaint to be closed.